Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient's daughter that the patient underwent a sling procedure in 2007. The patient experienced complications which required her to undergo another surgery by a urologist in (B)(6) 2007. In (B)(6) 2008, it was discovered that the mesh eroded into the bladder and vaginal wall. The patient underwent procedures in (B)(6) 2008 to remove additional sling fragments. After the (B)(6) 2008 procedure, there were additional sling fragments that were expelled over time, however the physician opted to not proceed with additional surgery. In (B)(6) 2010, there was more erosion which resulted in the removal of abnormal tissue with continued incontinence. An ileostomy was performed creating a stoma. The patient developed hernias due to the numerous surgeries. In (B)(6) 2014, the patient was referred to another physician where she received a hernia belt. Additional information has been requested.